Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue stapler reload involved with this complaint and completed the device evaluation. Failure analysis did not replicate/confirm the reported complaint. The reload was damaged and unable to test on an in-house instrument. The reload was found with the damaged cartridge and a missing piece measuring approximately .367" x .390". The missing piece was broken off and it was not returned with the reload. The reload was also found with bent lead screw and several loose/exposed staples. The reload was transferred to advanced failure analysis (afa) team for further analysis. Afa engineer performed a visual inspection and found the reload was never fired. The knife and shuttle remains in proximal end garage. The staples and pushers were not deployed. A section of the cartridge was broken at the distal end. This reload was returned already detached from the stapler 30 instrument. An instrument log was reviewed and found the stapler 30 instrument had homing failure during unclamping step while this reload was installed. A homing failure during unclamping step will leave the instrument in a partially clamped state when removed, and the jaws may be unable to fully open. In this situation, the user would have to re-install the instrument; however, per log review, this instrument was never re-installed after the homing failure. It is likely that the cartridge damage was a result of the user applying excessive force while attempting to remove the reload from the partially clamped instrument. The cartridge damage is likely a result of mishandling/misuse.

Event description:
The stapler reload was returned together with the stapler instrument documented in a related record. The reload was alleged to be stuck inside the stapler instrument's jaws. The issue was observed during central processing with no report of patient involvement.